Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient patient had no stimulation because their battery was depleted. Patient met with the healthcare provider (hcp) and were able to get a trickle charge going. The implantable neurostimulator (ins) is currently working just fine. Cause of group being lost is not known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated they were told to leave their implant turned off for about 2 weeks after meeting with a rep and being reprogrammed. Patient stated they saw a doctor 2 days ago and told the pt to turn the implant back on but, 'it won't come back on' and they have no stimulation. Patient mentioned they used to have 2 groups but now, they only have one group - pt saw group a outlined in green with 1 program. Controller was at 100% and implant was at 90%. Agent asked patient if they tried increasing the intensities and patient said they increased from 2.0 to 3.3 and they were starting to get stimulation. The pt was starting to be escalated and stated they just need to see a rep to get this figured out. The pt was upset and stated the process is ridiculous and having the implant is worthless because they have no relief and they feel a little tingle but still have pain.  Pt stated they have seen reps 2 times without an appointment with the doctor. Pt has appointment with pain management dec 18th. Agent sent courtesy email to reps. Agent encouraged pt to follow up with hcp to further address the therapy issue.